Event description:
The dentist reported that 3 yrs after the dental implant was installed in intra-oral region #14, occurred its fracture. Two implants were placed in region #12 and #14 in (B)(6) 2011. A fixed partial denture with 3 elements (12, 13, 14) was installed in (B)(6) 2014. In (B)(6) 2014, the denture went out with the fractured implant. It was observed, at the prosthetic piece, an excessive distal cantilever which probably caused an overload over the plants. Furthermore, the dentist reported that pt has severe clenching.